Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -11.50 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The patient experienced low vaulting. On (B)(6) 2024 the lens was exchanged with a longer length lens and the problem was resolved.

Manufacturer narrative:
Claim# (B)(4).